Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt at 150mm h2o for a patient with a brain tumor. The patient had a ventricular reduction after implantation and the pressure was changed to 180mm h2o and eventually 200mm h2o after surgery. The doctor suspected that the valve was not functioning after the MRI scan was conducted. Shunt ligature was completed which improved the condition of the patient. The valve was later revised. The surgeon noted that the valve might be affected by MRI scanning.

Manufacturer narrative:
Upon completion of the investigation, it was noted that biological debris was found within the device. The valve was tested for programming and passed the test. The valve was irrigated and an occlusion was noted. The catheter was irrigated and no occlusion was noted. The device was also tested for pressure and failed the test. Further examination of the valve revealed the presence of biological debris found on the spring, spring pillar, ruby ball, seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.